Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be released. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with evidence of premature deployment. The catheter was unraveled at the distal section. The device was returned without its over sheath. Dimensional analysis was performed all the measures were noted to be within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned the device returned without the clip assembly and with evidence of premature deployment. Evidence that the clip, did release. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in fundus of the stomach during an endoscopic submucosal dissection (esd) for gastric fundus mucosal lesion procedure performed on (B)(6) 2024. During the procedure, the wound was closed using a hemostatic clip. However, after the clamp was closed and the slider was tightened, the clip could not be released. Despite multiple attempts to push and pull the slider, the clip could not be opened. Eventually, the clip fell off on its own. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be released.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in fundus of the stomach during an endoscopic submucosal dissection (esd) for gastric fundus mucosal lesion procedure performed on (B)(6) 2024. During the procedure, the wound was closed using a hemostatic clip. However, after the clamp was closed and the slider was tightened, the clip could not be released. Despite multiple attempts to push and pull the slider, the clip could not be opened. Eventually, the clip fell off on its own. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.